Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen in clinic and showed high lead impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received noting the patient underwent a full revision. Per the physician, the patient underwent a full revision due to a break in the lead. The suspect device was discarded.

Event description:
(B)(6) chest x-ray was received and reviewed. The generator placement could not be determined to be in the upper left chest as the image provided was a close-up view of the generator. Based on the images provided, the feed through wires were intact, and the pins could be visualized to be fully inserted through the back end of the set screw connector block. A portion of the lead was visualized in the chest. The strain relief bend and loop and tie downs could not be assessed as there was no view of the neck. A portion of the lead was visualized to be behind the generator. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Based on the x-rays received, the cause of the high impedance cannot be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.